Event description:
It was originally reported that the pt could not adjust their stimulation and see a message on the pt programmer that the device "will soon cease". The neurostimulator was noted to have malfunctioned and was replaced. Additional information was requested.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.